Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 550 mg/dl. The customer's current blood glucose is 196 mg/dl. Customer's other blood glucose was 450 mg/d. The customer was treated by injections and medications. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer states that cannula was bent and bleeding at site. The insulin pump will not be returned for analysis.